Manufacturer narrative:
Based on the reported event and the returned devices, it is hypothesized that during use, as excessive force applied to the installers at an angle during use, resulting in torsional or off-axis asymmetric load (ie rocking or toggling) being applied to the distal end of the clamp and outer sleeve components.

Event description:
Prolift inserted x2 teeth broke during insertion of cage. No component left in patient.